Event description:
It was reported that during attempts to reposition the lead, the stylet could not be inserted into the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.